Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking sensation while at (B)(6), the emergency room, and at the hospital. It was noted that when she shook hands with people they could feel the shocking. She also had a loss of therapeutic effect and a burning sensation in her stomach during at the same locations. The patient had an appointment to see her physician at the end of this month. Additional information was requested.